Event description:
It was reported that the user experienced a low blood glucose event of 62 mg/dl, for which the ilet issued a low glucose alert; the user asked about announcing an upcoming meal while low and was advised to wait until glucose returned to range, and by the end of the call glucose had risen to 80 mg/dl after oral carbohydrate treatment. Symptoms included hypoglycemia. Outcomes included recovery without hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.